Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the electrical connector was sticky with corrosion due to fluid invasion from leakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the electrical connector of the bronchovideoscope was sticky. There was no patient involvement.